Event description:
It was reported that the patient experienced an acute pain sensation at the internal neurostimulator (ins) site while turning the stimulator on and off. The patient further stated that this pain started "out of the blue" in the last 8 months and there was no known incident related to it. The patient also felt pain and a numbing sensation in her fingertips, pain across her shoulders, and pain in the neck and at the base of the skull. It was further noted that the patient went to the emergency room 2 weeks ago because of severe pain. The patient stated that she had an x-ray and CT scan in the past few months, but no issue was determined. It was noted that the patient "used to have injections for pain, but stopped because of the pain". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 74001, lot# n240088, serial# implanted: (B)(6) 2010, explanted: product type adapter. Product ID 3998, lot# v012123, serial# implanted: (B)(6) 2006, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type recharger. Product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3708340, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension. Product ID 3708340, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension. (B)(4).